Event description:
Customer reports to have high blood glucose of 525 mg/dl, which was treated with manual injection. Customer requested troubleshooting of insulin pump to verify reason for high blood glucose. During troubleshooting, it was found that there was air bubbles in reservoir. Troubleshooting could not continue as customer did not have tubing clamp. Tubing clamp was sent to customer and she was advised to call back to continue troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.